Event description:
On february 13th, the user contacted dario to report high blood glucose (bg) readings. The user reported that a couple of weeks prior to contacting dario, she received from her dario meter a high bg reading of 242 mg/dl, when her normal reading is in the 120 mg/dl range. Due to this high reading, the user went to the doctor where her bg level was tested with the doctor's meter which read 123 mg/dl.

Manufacturer narrative:
Thereafter, the user discarded the strips that she was using and opened a new cartridge of strips, which the user reported has been giving her normal readings for the past few weeks. In addition, the user reported that these readings are very similar to the bg readings of her second dario meter, as well as her non-dario meter. A replacement of dario's control solution was sent to the user to further investigate this issue. Once received by the user, dario's representative followed up with the user in order to perform a control solution test with the new cartridge of strips, however the user wanted to do the test at her own convenience and mentioned that if she encounters any issue she will call back. To this date, the user did not call dario back. Since the meter was reading within range for the user with the new strips, it can be determined that the issue is not due to a meter issue. There is not enough information regarding the old strips to investigate. No resolution is available.